Event description:
Upon going to draw blood cultures, several prevantics swabs were noted to be completely dried out. Rn collected supplies from med room necessary to draw blood cultures. 3 prevantics sticks were taken to cleanse the site. Each of the 3 prevantics sticks that were opened were completely dried out. Therefore, could not be utilized. Each prevantics stick was opened at the bedside for immediate use, and each was completely dried out. Expiration date: (same on all 3) [redacted date].